Manufacturer narrative:
Block b3: exact date unknown, event occurred two years prior the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2158500. Model: sc-2158-50. Serial: (B)(6). Batch: 17200523. UDI: (B)(4). Product family: scs-linear leads upn: m365sc2158500 model: sc-2158-50 serial: (B)(6) batch: 18493202 UDI: (B)(4).

Event description:
It was reported that the patient had no pain relief from the spinal cord stimulator (scs) device. The patient underwent an explant procedure wherein all device components were removed. No products will be returned due to facility protocol. The patient was doing well postoperatively.